Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced repeated low glucose events over two nights while using the ilet, with a documented nadir of 46 mg/dl and transient periods below range lasting up to 30¿40 minutes, occurring after recent changes to a higher nighttime cgm target and following routine fill tubing while disconnected; no external insulin, exercise, illness, or calibration discrepancies were reported, and the patient had been on therapy for approximately 2¿3 weeks. Symptoms included hypoglycemia requiring oral carbohydrates. Outcomes included no hospitalization, no ketone testing, and no medical intervention beyond self-treatment, with the patient stable at 120 mg/dl at the time of the report. Investigation included technical troubleshooting, data sync and log review, and user interview. Investigation of this case revealed no device alarms, no configuration errors other than the intentional higher nighttime target, and a plausible contribution from automated correction dosing leading to hypoglycemia. It was concluded that the device appeared to function as designed and that the cause of hypoglycemia was unclear, with correction aggressiveness and recent target change considered potential contributors.